Event description:
Boston scientific received information that this patient with this implantable pulse generator exhibited increased thresholds as well as impedances for both pace and shock on the right ventricular (rv) and left ventricular (lv) leads. The pacing impedances jumped greater than 500 ohms, and the shocking impedances were greater than 200 ohms. This patient broke her collarbone around the same time the increases were noted, but its unsure if that might have any bearing on the impedance issues. The safety margins were reprogrammed in an effort to alleviate the issues. An x-ray was ordered but we have not been made aware of what it showed. As this patient is not dependant, there was no loss of critical therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.